Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the power supply failed to deliver energy. They switched out the extension cord; however, the device still had no power. The hosp reported that the power supply had physical damage from being dropped. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp will reportedly not be returned the product in question.